Event description:
It was reported that the patient underwent an arthroscopic reconstructive procedure on the right knee. During a follow-up appointment, an x-ray revealed a foreign body in the patient. The patient underwent a second operation to remove the foreign body. It was determined that the foreign body was the tip of the outflow cannula that was used in the original procedure.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.